Event description:
Pt received premodulated e-stim and mh. During treatment, the e-stim unit shut down on channel one and gave the error message "over current." Electrode placements were checked and appeared to have good contact. Channel was shut off and restarted. Following day, pt reported that she had discomfort the prior day and was burned by the electric stimulation.